Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 c-ring/cradle was defective, they said 30 minutes into harvest c-ring detached from metal rod, but was still attached on plastic rod/tube side (scope washer side). Nothing fell into patient. No patient effects or delays reported. Opened up another vh-4000 kit to complete case. Per the photo, it shows that the-c-ring is detached from metal rod,.

Manufacturer narrative:
Tw # (B)(4) updated sections: the device was not returned to maquet cardiac surgery for investigation; however, a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The c-ring was observed to be intact. The metal arm of the c-ring was observed to be detached from the base of the c-ring. No other visual defects were observed. Based on the non-return of the device as well as the photographic evaluation, the reported failure "break- c-ring" was confirmed. The lot # 3000458338 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or analyzed failures.

Event description:
N/a